Event description:
The customer reported to olympus, the telescope "ultra", 10 mm, 30° had a missing adapter on the side.. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can presumed that the cause for the described issues is excessive use. It is assumed that the device may have been damaged and lost due to improper handling, a blow or a fall. Olympus will continue to monitor field performance for this device.